Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found - e-0 with lab control. Root-cause: rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter. Note: manufacturer contacted customer in a follow-up call on 22-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-0), high and hi blood glucose test results. The customer stated that she was expecting it to be high and is not concerned. The customer¿s expected am fasting blood glucose test result is 230 mg/dl and expected pm blood glucose test result range is 140-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced e-0 error using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/31/2022 and test strips were opened one month ago. The meter memory was reviewed for previous test result history (only two results were provided): (B)(6).